Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and was diagnosed with paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and was diagnosed with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2020 to the lower abdomen and on (B)(6) 2020 to the upper abdomen using the cooladvantage, coolcore applicator and was diagnosed with paradoxical adipose hyperplasia (pah/ph) post treatment.

Manufacturer narrative:
H11 - corrected data: g3 of the previously submitted report (emdr-11637) should have been captured as 25/mar/2022.